Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip entangled and deployed on the chords and clip detaching from one leaflet resulting in a foreign body. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade of 4 with posterior leaflet prolapse. One clip was implanted without issue. A second clip delivery system (cds) was advanced however imaging was difficult due to the first clip and the clip became entangled in the chordae. Troubleshooting was performed however the clip was unable to be freed from the chords therefore the clip was deployed where it was stuck on the leaflets. Several minutes post deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the patient anatomy. The procedure was stopped at this time with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaint from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported entrapment of device component was due to challenging imaging/visualization and the reported poor image resolution was due to presence of previously implanted clip/procedural circumstances. The reported foreign body in patient appears to be due to the reported entrapment of device. The reported patient effect failure to delivery mitraclip to the intended site/chordal entanglement as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment is a result of case specific circumstances as the clip was unable to be freed from the chords therefore the clip was deployed. There is no indication of product issue with respect to manufacture, design or labeling.